Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button intermittently worked, and has now stopped working. The device turns on when plugged into a power source. Customer had elevated blood glucose levels (+300 mg/dl). Reportedly, blood glucose levels have stabilized. Customer stated that they will continue to use the pump for insulin therapy.